Event description:
On (B)(6) 2014, the reporter contacted animas alleging the display screen lens was scratched. No additional information was provided and troubleshooting could not be completed. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Product analysis: the device was returned and evaluated by product analysis on 01/16/2014 with the following findings: the display lens was found to be scratched. Unrelated to the complaint, the display screen was dim and discolored. A battery compartment crack was discovered. The returned battery cap was used for investigation without issue.